Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the epi-sense device was not reported or able to be subsequently ascertained.

Event description:
It was reported that on (B)(6) 2021 a (B)(6) male patient with a history of congestive heart failure underwent the epicardial portion of the convergent procedure. Later that evening, the patient presented with right side numbness and weakness. A CT scan and MRI were performed and confirmed the patient suffered cerebral embolic infarcts. Patient was transferred to rehabilitation for recovery. There was no reported device malfunction and this event was the result of a procedural complication.